Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the escitalopram 5 mg split tablet order was not falling to the med-station. Customer could see in the pyxis es server under patient orders that the order was on the patients profile, but the orders were not populating in the pyxis. A technical support specialist met with the client and found that the affected medication could not be deleted, showing the error unable to delete items are loaded or pended in devices and checked using the pockets pend and load history query and confirmed the item was still loaded in station and requested the client to unload it from the station. After unloading attempted to delete the medication from the facility formulary, but the error persisted indicating outstanding transactions on station and reviewed the related knowledge article titled unable to delete medication - outstanding transactions found no ciisafe present on site and cii safe es unable to delete pharmacy formulary item due to outstanding transactions and ran the query from knowledge article, which returned multiple results. The knowledge article workaround suggested marking the medication inactive, but the client wanted to continue using it. The next workaround was to create the same medication using a different medid. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower orders were not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower orders were not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower orders were not showing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.